Manufacturer narrative:
The customer found the mast attachment on the base was cracked. According to the service manual for likolight (3en450401 rev 6) it is stated that during periodic inspection the lift shall be checked for visible damage to the lift surface and finish. Check for scratches, dents, deformities or unusual surface wear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the customer performs preventative maintenance on this lift. The customer chose to scrap the lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the mast attachment of the lift broke. The lift was located in the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).